Event description:
It was reported that the patient had stimulation in the wrong location. The patient wasn¿t feeling stimulation in her back the same as before. A company representative reprogrammed the device. On electrodes 0/1, the patient didn¿t feel anything at first, but then felt it too strongly so the voltage was decreased. The patient felt stimulation partially in her back and left leg. The stimulation coverage issue began 4 years prior after replacement. The patient did fall shortly after the stimulator was replaced because she was having knee problems (with a resultant replacement) but the patient couldn¿t recall if the fall was related to a change in stimulation coverage. Impedances were stated to be in normal range. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Stimulator was not registered, thus the implant date is unknown. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3986a60, lot# n27480, implanted: (B)(6) 2005, product type: lead. (B)(4).